Manufacturer narrative:
D4: primary di number is unknown. G4: FDA premarket submission number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a blockage alarm occurred. Per reporter, the fault occurred during infusion. There was known patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was in good condition. Review of the event history log (ehl) showed a high-pressure alarm. A functional test was performed and the reported issue was not duplicated. The probable cause of the reported issue was due to the downstream sensor or cassette. As a result, the downstream sensor was replaced as preventative. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.